Event description:
It was reported that during the patient's ipg revision procedure on (B)(6) 2022 (manufacturer report number 1627487-2022-02963), the patient's l3 lead was unintentionally fractured. The physician decided to leave the lead implanted, and effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.